Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted that noise was observed on the left ventricular (lv) lead that was plug into the rv pace sense portion of the device. It was noted that the lv lead had fractured and due to the configuration of the lv lead in the rv pace sense portion, multiple inhibitions of pacing was detected. The lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: 419478 lead implanted: (B)(6) 2007; d314trg ICD implanted (B)(6) 2013; 5076-58 lead implanted: (B)(6) 2018 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) had failed. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.